Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the severe tortuous and severely calcified arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 23 atmospheres. The device was removed without any problem, and the procedure was completed with a high-pressure balloon athletis. No complications were reported, and the patient was in good condition.